Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was in 150-200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified. Additionally, based on the analysis, the alleged insulin gauge issue could not be verified; however, a different issue was identified.